Manufacturer narrative:
(B)(4) - eval of the returned product shows when tested the alarms powers on and sounds when it should, but that the alarm volume is low and distorted. Further tests shows that the alarm speaker is broken and the case delaminated. The alarm unit is missing the battery door. Note: posey instructions for use warning statement: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (broken) or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).

Event description:
Customer reported that the alarm powers on, but the volume is too low. The batteries were replaced with a new supply. There's no visible damage. There was no patient incident or injury reported.